Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally dropped the charger, causing the ilet¿s luer connector to break and a portion to remain lodged in the chamber; the user was guided through removal of the broken connector and then performed a full supply change and reconnected to the device. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no medical intervention. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed a damaged luer interface that was resolved by removing the broken piece and replacing disposable supplies. It was concluded that the event involved a user-induced mechanical break of the connector without adverse health effects and that the device function was restored after supply replacement.